Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during implantation of an intraocular lens (iol) there was scratch on the lens and there was patient contact. The procedure was not completed and the did not put anything back in the patient eye. Additional information was requested and received stating that the physician inserted lens into eye and stated that there was a scratch on lens and tried to complete the surgery with same model and diopter. Then put a hole in capsule and anterior vitrectomy was performed. No lens was placed patient is not scheduled to complete surgery with new lens.